Event description:
A customer reported an issue with the touchscreen responsiveness of their insulin pump, where the pump screen was frozen and would not respond to their input. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the necessary information for a pump reset, and the customer chose to reset the pump during the call, which resolved the issue, allowing them to interact with the pump screen again.